Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging the device's internal battery failed. The ventilator was shipped to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's power internal battery was replaced to address the issue.